Event description:
Same case as # 6000089-2005-00490. 357 days after a coronary artery drug eluting stenting procedure the pt expired. Target lesion 1 was located in the l-av with 99% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilation and a 2.5x12mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the mid-lad with 99% stenosis and was 14mm long with a reference vessel diameter of 3.0mm. Target lesion 2 was treated with predilatation and a 3.0x12mm taxus stent, with 0% residual stenosis. The pt was discharged 2004 on asa and plavix therapy. Recommendation was made for pci to the rca. If scheduled follow-up pharmacological radionuclide stress testing was positive in 2005, pt was admitted following a syncopal episode and received 2 units of blood for iron-deficiency anemia (hct 24%). Gastrointestinal evaluation, including esophagogastroduodenoscopy and colonoscopy, was negative. Of note, the pt had persistent fever despite treatment for urinary tract infection. CT scan of the abdomen (date unknown) revealed lesions in the pancreas and liver; subsequent biopsy of liver lesions confirmed diagnosis of metastatic pancreatic carcinoma. Treatment options were reviewed, and the pt was discharged 12 days later to outpatient follow-up. During the 1-year follow-up period of the study, the site learned from a family member that the pt had died at home about 5 weeks post discharged. An autopsy was not performed. Caused of death per is listed as "pancreatic cancer." In the opinion of the physician the relationship to the target vessel is "not related".